Event description:
After patient taken off of pump, found no systolic pressure, the ventricle was filling and expanding. The valve was not opening. The leaflets had been tested ok after seating the valve. Patient placed back on pump, tried to rotate the valve to clear possible obstruction, however, the valve would not rotate. The surgeon did not test the valve's out-of-box rotatability as instructed in the IFU. This is intended to demonstrate capability to rotate and the feel of the rotational torque. Surgeon stated there was no indication of anatomical interference. No calcification blocking the leaflets. The leaflets appeared to be stuck closed. Replaced the on-x valve with another brand. Patient recovered.

Manufacturer narrative:
Comments from investigation: cuff was found to be stuck to housing by what appeared to be residues of dried fluids the valve had been in contact with (i.e., blood, et. Al.). After 3 attempts to rotate, it freed up and rotated with a nominal, in-spec torque which compared well with the original device history record. The valve was subjected to leaflet bind test and a detailed functional inspection, both of which passed, indicating the valve continues to meet spec.